Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No missing segments and partial display and no failed battery alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a flashing display. Customer stated that insulin pump screen flashing when screen was turned on after being in sleep mode. Customer also reported that insulin pump received failed battery alarm and contacts are not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.